Event description:
The customer reported that while the unit was in use on a pt, the unit failed to go into the assist mode when the assist key was depressed. The pt was switched to another unit and therapy was continued. No pt injury was reported.